Event description:
The customer reported that when the device was powered on, it would not complete it's self-test and would not have the ability to continue with normal operation. Further use of the device following the self-test was prohibited. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer did advise physio-control that they were going to repair the device themselves by replacing the system pcb assembly; however, physio has been unable to reach the customer regarding the outcome of the device repair. The device has not been returned to physio-control for repair. A conclusive cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.